Manufacturer narrative:
A sample has been requested for evaluation.

Event description:
A pt failed to connect a transfer set to a twin bag's port (miss spike) by clean flash." There was no pt injury or medical intervention associated with this incident according to baxter.